Event description:
Patient reported infection that requires medical intervention after off-label bellafill dermal filler injection in the neck lines.

Manufacturer narrative:
Patient reported infection that requires medical intervention after off-label bellafill dermal filler injection in the neck lines. Patient indicates her doctor (a plastic surgeon) is suggesting surgery to remove the product since she now has an infection "from it". She also says that another doctor has suggested oral and topical antibiotics for 30 days to avoid surgery. The patient has not provided the names or contact information of any of her providers who have suggested these interventions, so at this point there are no other avenues for this investigation. B3: date of event: 04/23/24 - this is the date that infection and needed medical intervention were relayed by patient to suneva medical. D8 and d9: bellafill dermal filler syringes are single use devices and are meant to be discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." The bellafill dermal filler injector was: (B)(6). Review of the lot used in the patient's procedure found no issues in manufacturing review or in retained lot samples. Bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years.